Event description:
The customer reported did not pass self test, did not detect paddles and paddles punctured. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported did not pass self test, did not detect paddles and paddles punctured. There was no reported adverse patient impact. The philips field service engineer evaluated the device and found the paddle tray was charred and the paddle electrodes were punctured. The field service engineer found conductive paste was left on the paddles where the paddles were not cleaned properly. The paddle tray and paddle electrodes were replaced to resolve the issue. The device passed all performance assurance testing and was returned to use. The customer was provided information on the proper cleaning methods per the IFU (instructions for use). We will not consider this a malfunction where the paddle electronics and paddle tray were damaged from use outside of normal and expected.